Event description:
It was reported that particulate matter was found inside a buretrol solution set. A small strand of fiber was observed floating in the drip chamber of the device. It was not specified when in the process this was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and filter testing did not identify any defects associated with the reported condition. Further visual inspection under a magnifying glass was unable to identify any signs of particulate matter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.